Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a vertical gas breakthrough occurred in the corneal flap and unable to lift on a patient's left eye, during lasik surgery. Due to this issue, the surgeon decided to cancel the surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified at the latest instance of the preventive maintenance. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The logfiles show one other treatment that was started but got aborted by the device due to the following message during beam control check, fu three-eighteen-fifteen info error during focus control please eliminate error and confirm. What caused that issue cannot be determined from the logfiles. Potential causes are scratches or contamination on the patient interface or an inappropriate insertion. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The reported event is consistent with issues that can occur when the user inserted the patient interface cone with a downward force. The root cause is user handling. The manufacturer internal reference number is: (B)(4).